Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic insertion of feeding tubes - "was used as a camera port during the procedure, the seal came off without any contact, even though it was being used under normal pressure. This resulted in losing pneumoperitoneum repeatedly product isolated for return." Type of intervention required - n/a. Patient status - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the seal housing was easily dislodged. A review of the manufacturing records indicates that this lot passed all manufacturing and quality inspections. During the manufacturing process, all kii fios zthr trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of this incident is likely due to an undersized tab width of one of the two tabs attached to the cannula applied medical is currently investigating the root cause to determine if device enhancements need to be made. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.